Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was neither beeping nor vibrating. The customer's blood glucose level was unknown. The customer reported that the insulin pump did not vibrate during vibrate test. The customer was assisted with performing self test. The customer was advised to revert to back up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement and self test. No audio or vibrate anomaly or absence of alarm noted during test. (B)(4).